Event description:
Boston scientific has become aware of the following event: during the procedure, the ivus catheter was sent too far in distal circumflex. The physician tried to retrieve the catheter and the wire prolapsed. This caused an embolization of plaque which was treated with a 3. 0x12 taxus, a 2 . 5x20 taxus, and a 2 . 5x15 mini vision.